Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the rv lead was dislodged. Lead repositioning was successfully completed.